Event description:
The ortho summit processor reportedly held a plate on idle in the washer with conjugate in the syringe and did not generate an error message. No death or serious injury was associated with this incident.